Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient had an allergic reaction at the incision site following generator replacement. It was reported that the patient had scratched open the incision site. The surgeon believes the dermabond glue they used may have made this area very itchy for patient. They reclosed incision with steristrips. No additional or relevant information has been received to date.

Event description:
Additional information was received reporting that the device was explant prophylactically. No other relevant information has been received to date.